Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced a venous access needle infiltrate. The cycler displayed high pressure alarms. The operator was not able to rinseback the filter and the venous line, which resulted in a 160cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to a venous access needle infiltration. The cycler alarmed appropriately. There is no evidence of a device malfunction. Facility has determined patient's fistula access was sclerotic and required surgical revision to improve blood flows required for routine dialysis. A direct correlation between the nxdtage system one and the reported blood loss cannot be established. Nxstage considers this report closed.